Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the prime process; insulin squirted from the tubing. The patient's blood glucose at the time of incident was 170 mg/dl. The customer was unable to exit the "preparing to prime" loop. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped. The drive support cap appeared normal. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement and rewind tests. No compromised force sensor system alarm was noted. The pump had a cracked reservoir tube lip.